Event description:
It was reported that the small grasping retractor instrument wire around the endowrist was noted to have defect during a da vinci rectal resection procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was derailed at the power amplification pulley. The pitch motion was non-functional as a result. Failure analysis also observed that the main tube had various scratch marks with light material removal approximately 2.5 from the distal end. The scratches were .062 - .117 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.